Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving 20 mg/ml at a dose of 3.703 mg/day via an implantable pump. It was reported on (B)(6) 2020 that when refilling the pump that day, they noticed the pump had stopped working on (B)(6) 2020. They asked the patient, who confirmed they had an MRI (magnetic resonance imaging) scan of the head on (B)(6) 2020. It was indicated that the patient heard an alarm but didn¿t report. It was reported the patient said they felt the same and nothing changed, and didn¿t feel pain. A print-out of the interrogation of the pump on (B)(6) 2020 was provided with the report. The logs showed a motor stall occurred on (B)(6) 2020, with a message that the ¿stopped pump duration exceeded 48 hours¿ message on (B)(6) 2020. This session report also showed that the pump had just been updated on (B)(6) 2020 at 12:10 p.m, while this interrogation was done on (B)(6) 2020 at 12:16 p.m. But there was still no motor stall recovery logged yet. It was indicated that they refilled the pump, but no other actions/interventions were taken or planned at the time of the report.

Event description:
Additional information was received in response to a request for follow-up. It was reported that the motor stall had recovered after additional pump interrogations on (B)(6)2020. It was noted that the patient didn't hear the alarm any more.

Manufacturer narrative:
The pump was reported to have been implanted in 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated during the refill, the amount aspirated and given by the tablet was the same, 3.2 ml. The representative would see the patient again on (B)(6) 2020. Additional information was received. It was indicated the refill on (B)(6) 2020 was the first time the pump had been interrogated since the MRI. It was indicated the critical alarm was heard during the refill appointment. The motor stall had not recovered. No further interrogations were performed after the interrogation on (B)(6) 2020 at 12:16 pm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the pump was still in use and was not going to be explanted. The logs showing the motor stall recovery were reportedly not available.